Event description:
The company representative on behalf of the customer reported, the colonovideoscope exhibited zoom malfunction. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material was adhered to the scope. It was unknown if there was delay in start of pre-cleaning. The water and air was flushed through the air/water nozzle. It was unknown if there were any problems with accessories used for reprocessing. It was also known if the endoscope was submerged in cleaning solution, if the air/water nozzle was brushed with a gauze, brush, or sponge and if liquid was sent to the air/water nozzle. An evaluation of the returned device confirmed the customer allegation. Due to damage on zoom (ccd), zoom does not work smoothly. Due to wear of zoom lever, water tightness is lost. The distal end cover had a dent. Light guide (lg) lens had a crack. Adhesives around lg lens had white-clouded area. Adhesive around objective lens is peeled. Switch cover was cracked. Scratches were found throughout the device. Suction cylinder was shaved. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on bending section cover had white-clouded area and was chipped. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material becoming stuck in the air/water nozzle and not being sufficiently removed and clogged because it was not conducted in accordance with the instructions for use. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.